Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. It was noted that during procedure the occluder exhibited a bulbous deformation. The decision was made to remove and replace the 25mm amplatzer (pfo) occluder with another one of the same size to complete the procedure. There were no adverse patient consequences reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and an images appeared to show the device deformity (bulbous). However, it could not be confirmed as there was no bulbous deformation during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was not angulation or kink in the delivery system upon deployment and the correct size delivery system was used. Also, it was unknown if there was any anatomical interference. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer patent foramen ovale (pfo) occluder was selected for implantation using an 8f amplatzer torqvue delivery system. During procedure, during device preparation, it was noted that the occluder exhibited a bulbous deformation. The device was not make patient contact, and there was no angulation or kink noted in the delivery system. The decision was made to replace the 25mm amplatzer (pfo) occluder with another one of the same size to successfully complete the procedure. The same delivery system was use for the replacement device. There were no adverse patient consequences reported. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.